Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
It was reported that the patient's pump was removed due to an infection with staphylococcus aureus. No patient symptoms were reported. The patient was treated with intravenous vancomycin. The incision was well healed and the patient recovered without sequela. The pump was programmed to deliver (lioresal (concentration and dose not reported).